Event description:
Hospital reported that pt twice developed some dermal erosion at the exit site of her PICC. The line was secured with a statlock, and chloraprep/tsm was used for dressing changes. A biopatch was tried on the first site with little improvement. The second site became worse than the first, and the PICC line was removed. The pt is currently getting vancomycin through a peripheral to allow a week for her skin to heal. The physician thinks she may be allergic to the catheter. The used device has been disposed of and will not be returned.

Manufacturer narrative:
Although it has been reported that the device involved in the reported event has been discarded by the end user hospital and will not be returned, an investigation will be conducted into this incident. Upon completion of the investigation, a f/u medwatch will be submitted.